Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, after using a 6f exoseal vascular closure device (vcd) the femoral artery puncture point was still "spewing arterial blood outward". The operator then switched to manual compression to stop the bleeding. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification for its use, and the device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. A non-cordis 6f short sheath was employed as the catheter sheath introducer. The suitability of the femoral artery was verified via angiography, with a vascular sheath introducer insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium, plaque, tortuosity, stents, or stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Upon removal of the exoseal vcd and sheath, pulsatile bleeding was immediately noted. The plug was not found in the shaft upon removal of the device, nor was it partially deployed or fully inside the shaft. Fingertip compression was maintained on the skin during the device's removal. The patient¿s bleeding was treated with manual compression. There was no record of multiple stick attempts before access was achieved, and the use of anticoagulants, antiplatelets, or thrombolytics was unknown. The device is being returned for evaluation.

Manufacturer narrative:
As reported, after using a 6f exoseal vascular closure device (vcd) the femoral artery puncture point was still "spewing arterial blood outward". The operator then switched to manual compression to stop the bleeding. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification for its use, and the device was stored and prepped according to the IFU. There were no visible signs of device or package damage prior to use. A non-cordis 6f short sheath was employed as the catheter sheath introducer. The suitability of the femoral artery was verified via angiography, with a vascular sheath introducer insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium, plaque, tortuosity, stents, or stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Upon removal of the exoseal vcd and sheath, pulsatile bleeding was immediately noted. The plug was not found in the shaft upon removal of the device, nor was it partially deployed or fully inside the shaft. Fingertip compression was maintained on the skin during the device's removal. The patient¿s bleeding was treated with manual compression. There was no record of multiple stick attempts before access was achieved, and the use of anticoagulants, antiplatelets, or thrombolytics was unknown. One non-sterile 6f vascular closure device (us) was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Visual inspection revealed that the unit had already been inserted into a non-cordis csi. The deployment lever on the device was pressed, and the plug was absent from the delivery shaft, which showed dry blood residues. The indicator wire was retracted. The indicator window was in the white/black/red position, and the cowling guard was found locked. No other anomalies were observed during the analysis. The reported event of ¿plug-inability to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. As stated in the IFU, which is not intended as a mitigation, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Note: a small amount of non-pulsatile blood flow may appear from the bleed-back indicator until the exoseal¿ vcd and vascular sheath introducer are removed from the tissue tract. Wipe the entry site and evaluate for hemostasis. If hemostasis has not occurred, continue applying light manual pressure to achieve hemostasis.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.